Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the alarm did not occur during rewind and priming process. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump gave a failed radio frequency alarm during the self test and a lost sensor alarm due to a faulty component on the radio frequency board. No cosmetic damage was noted during physical inspection.